Manufacturer narrative:
The impella lp2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported an (B)(6) asian male patient presenting with "mild" aortic regurgitation for high risk percutaneous coronary intervention and an impella lp2.5 was inserted for hemodynamic support. During support, the patient's aortic regurgitation was exacerbated by the device, thus, prompted medical intervention to remove the device.